Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by technician, functional testing was performed and revealed the top cap was chipped. This was contributed to normal wear. Unit was repaired and returned to the customer on (B)(4) 2012. Placeholder.

Event description:
It was reported the top cap area got chipped. This is report 1 of 1 for complaint #(B)(4).